Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated normal depletion as the device met expected longevity.

Event description:
It was reported that the patient intermittently felt pain on the left side under the armpit for one week. The device was explanted and replaced. No further patient complications have been reported as a result of this event.